Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would keep beeping. Upon evaluation, physio-control observed that the device would not complete its boot-up cycle, instead the power and shock button light up and the display remains blank. In this state the device would not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would keep beeping. Upon evaluation, physio-control observed that the device would not complete its boot-up cycle, instead the power and shock button light up and the display remains blank. In this state the device would not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and the cause of the reported issue was determined to be due to crystal, designator y4, on the digital pcb assembly was not oscillating, which prevented the device from completely powering on. The customer was provided with a replacement device.